Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device available for evaluation: yes. Returned to manufacturer on: 2/24/2020. Device returned to manufacturer: yes. Device evaluation: the product was received in the replacement lens¿ daisy wheel along with a completed complaint intake form. Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue was observed on the optic body and haptics. Based on the condition of the return lens no product evaluation could be performed. No product deficiency was identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019 . It was later explanted on (B)(6) 2020 due to diplopia anisometropia issues and replaced with a model zxr00 iol. An incision enlargement was required for the explant, and no patient outcome was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.